Event description:
It was reported that this pacemaker exhibited far field oversensing on the atrial tachy response (atr) episode. It was also noted that the mv sensor was disabled by the signal artifact monitor (sam) diagnostic. This pacemaker remains in service. No adverse patient effects were reported.